Manufacturer narrative:
The device was returned to zoll medical canada and review of the device logs observed the reported messages indicating defib/pace self-test failure. The device was put through extensive testing including bench handling, multiple self tests, and defib/pacing functional stress testing using test accessories without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test for pacer function. Complainant did not indicate that there was any patient involvement in the reported malfunction.